Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead and right ventricular (rv) lead were reprogrammed.

Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a fast heart rate. It was further reported that the right ventricular (rv) lead exhibited undersensing, t-wave oversensing (twos) and suspected loss of capture. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.